Manufacturer narrative:
The reported event was for lead dislodgement. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination of the lead found no anomalies to the helix and connector regions. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented for a generator upgrade. During the procedure, the physician performed fluoroscopy and revealed that the right ventricular (rv) lead was not properly positioned in the right ventricle. The physician elected to explant and replace the rv lead during the procedure. The patient condition was stable before, during, and after the procedure.